Event description:
In autoperfusion program, load a gated stress and non-gated rest study. If save obliques option is used when the gated data is displayed the saved non-gated rest file does not contain the rest data of time bin four.